Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced a connection issue which led to peritonitis. The connection issue was further described as the patient's pd transfer set came loose from the patient's titanium adapter. The transfer set had been in use for forty days. On an unreported date, the patient's transfer set was replaced at the hospital but the titanium adapter remained in place. Treatment details, hospitalization, recovery status, and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Two actual samples and four companion samples were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was determined to meet all functional performance specification requirements. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, the nurse reported the cause to be that the non-baxter titanium adapter disconnected from the transfer set. The patient experienced peritonitis one day after the disconnection event. The peritonitis was manifested by cloudy effluent. On the same day as peritonitis onset, the patient was hospitalized for the event and began treatment with ceftazidime (dose, frequency, route, and duration were not reported) and cefazolin (0.2 g, four times per day, intraperitoneal, duration not reported) for peritonitis. Ten days after the peritonitis onset, the patient stopped therapy with ceftazidime and cefazolin. Eleven days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event and dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.